Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not available.

Event description:
It was reported that the plaintiff underwent a left total hip arthroplasty where she was implanted with an lfit v40 head. It is further alleged that diagnostic workup revealed elevated levels of cobalt and chromium in her blood work. The patients left hip was revised.